Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons and button error alarm due to corroded keypad traces. Unable to perform displacement, basic occlusion, prime and no delivery tests due to the damaged keypad. Cracks on the display window and reservoir tube lip noted.

Event description:
It was reported that the insulin pump had gotten wet in the rain. Customer's father stated that the minutes do not change in the time display. Advised caller that the insulin pump will be replaced. The blood glucose reading is over 500 mg/dl. Nothing further reported.